Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the physician fired the eea28 to make the anastomosis but there are no staples in the device. Cut the tissue without circular staple line. Was required to make a ileostomy and was not possible to make the anastomosis. Hospitalization increase. Reinforcement material was used in conjunction with the stapling device. Manual suture with wires. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4)